Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal didn't unravel completely during the removal process. A portion of the seal that was still raveled pulled through the anastomosis as a clump and dissected the aorta. The surgeon performed an aortoplasty to complete the procedure. The pt is currently recovering from the surgery and had no pt complications as a result.

Manufacturer narrative:
Investigation results - the visual inspection showed that the seal had not unraveled completely. The complaint was confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.